Event description:
It was reported that the user performed a supply change but only filled the cartridge and did not connect the infusion set to the body, then ate breakfast without announcing, leading to hyperglycemia; the agent instructed the user to connect the infusion set and allow the ilet to deliver a correction, with no alerts or alarms reported. Symptoms included elevated blood glucose. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed user handling error related to incomplete infusion set connection and missed meal announcement, with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was use error and cause otherwise unclear for the hyperglycemia.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.